Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:14:39. During night drain cycle five, the patient's ultrafiltration reading was 1543ml, indicating the home patient (hp) drained 1343ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. The assignable cause was determined to be use error, as the tidal total ultrafiltration (uf) removal was set too low. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.